Event description:
On (B)(6) 2014, the nurse stated that the patient experienced an IV leak and the patient attempted to put the IV back in the vein by shoving it back in. The nurse went to the patient's room and removed the IV catheter. When the nurse assessed the catheter it was identified that the inner cannula of the catheter was not intact. The nurse informed the doctor and received an order to have an x-ray. The patient had an x-ray and the radiologist read the x-ray and stated that there was no foreign body detected on the x-ray film. Attempts were made to obtain additional information but we were not successful. No additional information is available or anticipated.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete, the information will be sent as a supplemental.